Event description:
Positive advia centaur xp toxoplasma g results were obtained by the customer on two different pt samples. Redraw samples of the pts were tested and the results were negative. The original samples for both pts were tested again and the results were negative. Both pt samples were found negative with the elisa asxym method and the elisa enzygost method. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive toxoplasma g result.

Manufacturer narrative:
Add'l lot #: 169. The cause for the false positive toxoplasma g result is unk. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
Lot#: 169. The cause for the false positive toxoplasma g result is unk. The instrument is performing within specs. No further eval of the device is required.

Event description:
(B)(6) results were obtained by the customer on two different pt samples. Redraw samples of the pts were tested and the results were negative. The original samples for both pts were tested again and the results were negative. Both pt samples were found negative with the elisa asxym method and the elisa enzygost method. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive toxoplasma g result.